Event description:
A total knee replacement was revised approx 18 months post operatively due to infection. This event occurred outside of the united states, (B)(6).

Manufacturer narrative:
Engineering evaluation of the returned device showed the distal surface of the tibial component presented with cement well distributed about the surface, with exception to the area to the left of the keel, posterior to the keel and along the anterior rim. It is unk if these bare areas were as shown or covered with cement at the time of implantation. The surface of the cement reflects that it integrated with the adjacent bony surface of the tibia. The proximal surface of the tibial component showed mild burnishing of the dished surfaces. This is consistent with cyclic loading from the femoral component in-vivo.